Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported the patient presented to the hospital with intermittent phrenic nerve stimulation. Exit block on the rv lead with no capture and no sensing was noted. X-ray revealed dislodgement. The lead was explanted and replaced. Patient condition after the event was good.